Manufacturer narrative:
Additional information was received that the patient was able to get the ipg charged. No further course of action as of this time.

Event description:
A report was received that the patient's ipg had not been charged for nine months. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg had not been charged for nine months. The patient will undergo an ipg replacement procedure.